Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin delivery was suspended by the user during a supply change and a resume pump alarm occurred. The user's blood glucose (bg) level was in the high 200's (mg/dl) with medium ketones. The user changed the infusion set and resumed insulin delivery to address bg level.